Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. It was unable to perform the displacement test due to the motor error alarm. The device also had a cracked display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind and there were some motor error alarms in the alarm history. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.